Event description:
This event occurred in patient's home. Patient called and reported to on-call ventricular assist device (vad) coordinator that the cardiomems pillow had made a funny noise and was "smoking". The nurse coordinator (nc) told the patient to set the pillow outside and report this to the heart failure team. Reported to abbott.